Event description:
It was reported that the patient is over (B)(6) which affected the right atrial lead and caused dislodgement when the patient raised his arms. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).